Event description:
It was reported by the perfusionist that the intra-aortic balloon (iab) was prepped per instruction. The iab was unable to be inserted through the sheath. As a result, the iab was not used.

Manufacturer narrative:
Sample will not be returned for eval.